Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate and the hose was damaged by the muffler. Therefore, the reported condition was confirmed. It was determined that the hose damage was indicative of allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device was not working properly. According to the report, the burr device was spinning intermittently when used with the device. The reporter stated that the device was dissembled and re-assembled and it was observed that the device had the same issue. It was further observed that the device made a screeching, grinding, whining noise. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.